Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known potential adverse events of percutaneous coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary stenting procedure with implantation of three xience alpine stents (2.25x28mm, 3.0x38mm, 3.0x33mm ). It is unknown if the stents were implanted in the same vessel or in different vessels. On an unspecified date, 100% occlusion was noted at an unknown location and the patient died. No additional information was provided.